Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02237. It was reported the patient lost effective therapy due to lead migration confirmed by x-ray. The patient underwent surgical intervention to reposition them; however; the physician decided to remove the entire scs system due to difficulty revising the leads. See also reference MFR. Report#: 3006705815-2018-02234 and 3006705815-2018-02235.